Manufacturer narrative:
Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected. (B)(4).

Event description:
It was reported that "pump with error code err 1 noted. They turned the pump off and on, but err 1 code persisted."